Event description:
A customer reported that the infusion was blocked and a system message displayed during a vitrectomy procedure. The system was rebooted and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).